Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on april 7, 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center in (B)(6). Subsequently, approximately 2 years post implant the patient had experienced abdominal pain, so on or about (B)(6) 2016 she underwent a CT scan of the abdomen and pelvis, as well as x-rays of the abdomen by dr. (B)(6) at (B)(6) medical center which showed the filter ¿to be perforating through her vena cava and abutting her right common iliac artery.¿ it appears the filter has not been attempted to be retrieved and therefore remains implanted. The patient alleges she was ¿injured by the titling and perforation of the filter, and also that the implanted filter poses numerous risks, including further perforation, fracturing and migration, and fear, stress and anxiety.¿ argon¿s attorneys are attempting to gather additional information.